Manufacturer narrative:
Follow-up #1 date of submission 08/21/2012. Device evaluation:the pump has been returned and evaluated by product analysis on 07/25/2012with the following findings:the reported "blank" display screen was unable to be duplicated during testing. The display screen was found to be fully functional and illuminated to normal contrast. Alarm history shows no indication of malfunction related to complaint.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank and advanced to the home screen without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.